Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a procedure to treat varicose veins performed on (B)(6) 2022. During the procedure, the bands were entangled. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with a different device. It was noted that there was no any difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.